Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the bearings were worn. The bearings were replaced and the device was cleaned, lubricated and adjusted.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was not reported pt or user injury, and the case was completed successfully with another device.